Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012103485); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012166191); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. At 80% deployment, the valve was at 3 millimeter (mm) on the non-coronary cusp (ncc) and 0 mm on the left coronary cusp (lcc). There was concern about the valve being shallow, particularly on the lcc side. It was anticipated that the valve would move towards the inner curve resulting in a deeper placement on the lcc. It was determined to release the valve. Upon final release, the valve remained stationary on the lcc side and appeared to dislodge supra-annular on the ncc side. The final placement was at 0 mm on the ncc and 0 mm on the lcc with mild paravalvular leak (pvl). No further treatment was performed. It was reported that the patient's low calcium burden, horizontal aorta, and new physician assisting with the procedure contributed to the event. The aortic annulus diameter was 20.8mmx25.1mm with a perimeter of 71.9 mm and an area of 379mm.

Manufacturer narrative:
Image review: two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the annular perimeter measured 71.9 millimeter (mm) suggesting a 26mm valve. Just prior to the point of no recapture, the depth on the non-coronary cusp was reported to be 3mm and appeared to be 0mm on left-coronary cusp. Target depth is 3mm. Recapture is recommended if depth =1mm or >5mm. As listed in the instructions for use (IFU), bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. A recapture was warranted; however, the valve was released, and final angiogram revealed that the depth on the non-coronary cusp was supra-annular. Despite the supra-annular position, there was no evidence of significant aortic regurgitation. No further intervention was reported. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.